Event description:
It was reported that the customer was unable to install the battery cap on the insulin pump. Customer's blood glucose level was 72 mg/dl. Customer stated that the she was unable to remove the battery cap. Customer stated that the housing around the battery has a piece missing. The battery cap is not stripped, but the threading of the battery housing is broken. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Insulin pump will need to be replaced. No add'l info provided.

Manufacturer narrative:
Findings: pump received with broken battery coin cap (p), no stripped damage noted on battery cap. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and broken battery tube threads. (B)(4).